Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging cancer/lymphoma. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation has been completed, the following fields has been updated. The manufacturer was contacted rep dream station auto CPAP. The manufacturer received information alleging cancer, lymphoma. No other clinical information or medical interventions were reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box b: adverse event/product problem corrected as both and outcomes attributed to ae as other. In box d: product brand name has been corrected. In box e: initial reporter has been updated. In box g: report source - other has been updated. In box h: type of reported complaint corrected as serious injury. In box h: device problem code grid, health impact grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.